Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited high out of range impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system with a non-boston scientific right ventricular (rv) lead exhibited high out of range impedance measurements, greater than 3000 ohms. Technical services (ts) was consulted and recommended evaluation options. This ICD remains in service. No adverse patient effects were reported. Additional information was received, the patient underwent isometric and pocket evaluations and no high out of range impedance measurements or noise were observed during testing, however, there was a noise detected by signal artifact monitor (sam). A lead damage was suspected but it was not conclusive. Further monitoring and evaluation of the non-boston scientific rv lead was recommended. This ICD remains in service. No adverse patient effects were reported. Other additional information was received, the non-boston scientific rv lead was explanted due to a product performance issue, as a result, the physician decided to replace this ICD as therapy upgrade in the same procedure. No adverse patient effects were reported. At this time, this ICD has not been returned to boston scientific for further analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system with a non-boston scientific right ventricular (rv) lead exhibited high out of range impedance measurements, greater than 3000 ohms. Technical services (ts) was consulted and recommended evaluation options. This ICD remains in service. No adverse patient effects were reported. Additional information was received, the patient underwent isometric and pocket evaluations and no high out of range impedance measurements or noise were observed during testing, however, there was a noise detected by signal artifact monitor (sam). A lead damage was suspected but it was not conclusive. Further monitoring and evaluation of the non-boston scientific rv lead was recommended. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system with a non-boston scientific right ventricular (rv) lead exhibited high out of range impedance measurements, greater than 3000 ohms. Technical services (ts) was consulted and recommended evaluation options. This ICD remains in service. No adverse patient effects were reported.